Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope experienced the forceps cap misaligned. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found attached to the image guide pipe. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was foreign matter found attached to the image guide pipe likely from mishandling. Additionally, the forceps channel port was detached. The connecting tube had foreign objects. Due to a pinhole on the bending section cover, (a-rubber) water tightness was lost. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The adhesive on the a-rubber was detached. Adhesive on the objective lens was peeled. The connecting tube had a scratch. Adhesive on a-rubber had a chip. The objective lens had a scratch. The connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. The customer wiped the insertion section. Did the customer did not presoak the endoscope in the detergent solution. There was an unknown delay in the start of precleaning. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. Olympus will continue to monitor field performance for this device.